Event description:
It was reported that patient died. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.5x20mm, eccentric and de novo target lesion was located in the moderately tortuous and non calcified left circumflex (lcx) artery. The lesion contained a bend between 45 and 90 degrees. Following pre-dilation, two non-bsc stent were implanted to treat the target lesion. Post-dilation was performed with two 2.75x8mm nc quantum apex balloon catheters and a 3.50x8mmnc quantum apex balloon catheter. The patent was shifted to coronary care unit and died. No autopsy was performed.